Event description:
Clinical engineering discovered several wall suction regulators with "cracks" or "crazing" on the plastic gauge cover. After some investigation, it appears to extend to several rooms and nursing floors. The cracking does not affect the operation of the suction regulator but could make the suction gauge harder to see so corrective action is needed. Extensive investigation was started by clinical engineering and is in progress. The vendor was contacted. The two that were involved were: (B)(4).